Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head displayed an e226 error. It was unknown when the issue was identified. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the event and final investigation results. Updated fields: b3, b5, d4, h2, h3, h4, h6 and h10. A device history record (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for evaluation and the customer's allegation was not confirmed. However, the device evaluation also found low light intensity of cable unit and corrosion of electrical contacts of video connector. Since the functional inspection showed a decrease in the light intensity of cable unit, the probable cause of the phenomenon was faulty cable unit. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the camera head displayed an e226 error. The problem appeared for a few seconds, but as the usage time increased, the noise became worse and the display time became longer. The connector section was wiped with alcohol, but the problem was not resolved. The issue occurred during an unspecified procedure and was completed using a similar device. There were no reports of patient harm.